Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's wife was reportedly with the patient at home during the event. Paramedics were contacted and performed resuscitation efforts. Review of the download data indicates that the patient entered vt at 210bpm on (B)(6) 2019 at 1:38:39. The response buttons were pressed at this time. The lifevest remained in detection and delivered a treatment shock that converted vt to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Asystole is considered a non-life sustaining rhythm. The lifevest delivered one additional shock during asystole. The patient remained in asystole and bradycardia until the lifevest was shutdown approximately 45 minutes after the second shock. CPR artifact was evident during this time.